Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was unknown. Customer reported that the insulin pump battery not lasting and reject new battery. Customer reported that the insulin pump had random no delivery. The insulin pump will not be returned for analysis.